Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the cartridge was leaking. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. No reported adverse impact to the customer's blood glucose. The customer loaded a new cartridge successfully.